Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "the crossfire (B)(4) insert could not lock into the secur-fit psl shell. Therefore, the surgeon implanted spare shell and spare inset instead of them."